Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. It was reported that the patient expired on (B)(6) 2021. No additional information was provided. No autopsy was performed. The device was not explanted. The device will not be returned for evaluation. Due to hospital policy, no further information was provided. The heartmate ii left ventricular asist device (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of heartmate ii lvas, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on (B)(6) 2012. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away. The cause of death was unknown. Autopsy was not performed, and device was not returned for evaluation. Information regarding if outcome was device or therapy related was not provided by the customer.